Event description:
It was reported that the patient had pacemaker syndrome. It was also reported that the device unexpectedly went to elective replacement indicator (eri) due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Eri caused by high battery impedance was noted on (B)(6) 2011 prior to explant. Ramware version 8 was installed on (B)(6) 2011.